Manufacturer narrative:
The service rep powered the system up and the left monitor displayed "no video signal". Also there was no image. He re-seated the workstation video cables cleaned and lubricated all four candlesticks, repaired tube cooling fan wiring, and aligned the collimator. He tested the system at all technique levels. System operating as intended.

Event description:
The customer reported that during a lithotripsy case the system made arcing sounds and displayed overload fault error. No patient injury was reported.